Event description:
During a laparoscopic cholecystectomy procedure, the blade shield did not quickly and safely retract over the blade upon entry into the abdomen. Ultimately the shield retracted and trocars were used to complete the case. There was no pt consequence.